Manufacturer narrative:
(B)(4). We received one used, a quarter filled (contaminated with cytostatic agent) easypump ii lt 60-30-s without packaging. The received sample was taken to a visual examination. Damages were not detected. In as-received condition the white clamp was closed. The original wing cap was still at the patient connector. After opening the top cap and removing the closing cone, we detected crystalized drug residues at the filling port (lli-cone). Further on we detected air inside the triangle tube (before and behind the vent filter) and an air bubble inside the flow restrictor. Furthermore we did not detect any residues of fluid inside the lla-cone of the patient connector respectively at the original wing cap. Additionally the sample was taken to a functional test respectively a leak test was carried out. After opening the white clamp and waiting for a while, the pump did not work (solution was not running). After opening the white clamp and waiting for a while (1 h), the pump did not work (solution was not running). Despite squeezing the pump by hand, the pump did not work (solution was not running). Leakages were not detected at the sample. We have informed our production site accordingly. A follow-up report will be provided after the statement is available.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(4)): easypump does not work, no flow. There is some air before the filter.